Manufacturer narrative:
The complainant was unable to provide the suspect device upon and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, post procedure, the patient did not wear his pump in a bag, but by hand. The pump escaped regularly and pulled on the tube. The hospital was informed and the pump was connected to the gastric port. The tube was expected to be changed the week after (B)(6) 2016. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, post procedure, the patient did not wear his pump in a bag, but by hand. The pump escaped regularly and pulled on the tube. The hospital was informed and the pump was connected to the gastric port. The tube was expected to be changed the week after (B)(6) 2016. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.